Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of procedure. The procedure was completed as planned and using another system. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that ups control box failed. To resolve the issue, the fse bypassed the ups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.